Event description:
As reported from fcs, approximately 7 years and 8 months post tavr with a 26mm sapien 3 valve that may need reintervention; appears calcified. No date yet for intervention. Upon follow up, the patient underwent a transcatheter valve-in-valve aortic valve replacement using a 26 mm sapien 3 ultra resilia valve (serial (B)(6) with intervention required. The patient had significant medical history including atrial fibrillation, pulmonary hypertension with markedly elevated pulmonary artery pressures (100 mmhg), factor v leiden, prior pulmonary embolus, chronic anticoagulation with coumadin, and aortic stenosis. The patient was symptomatic with nyha class iii symptoms and concomitant lung disease. Pre-procedural assessment indicated a peak gradient of 75 mmhg, mean gradient of 45 mmhg, valve area of 0.58 cm', and calcific stenosis with leaflet involvement. The planned treatment was transcatheter valve-in-valve replacement. The patient was reported to be stable at the conclusion of the procedure with a planned overnight hospital stay, and additional follow-up including echocardiogram and progress notes was requested. After reviewing the medical records provided, the patient is a 76-year-old female, with a past medical history significant for aortic stenosis, congestive heart failure, atrial fibrillation, pulmonary hypertension, pulmonary embolism, factor v leiden, and chronic anticoagulation therapy underwent implantation of a 26 mm sapien 3 valve in the aortic position on (B)(6) 2018. Approximately 7 years and 8 months post implantation, it was reported that the 26 mm sapien 3 valve may require reintervention and appeared calcified. At approximately 7 years and 9 months post implantation, a successful valve-in-valve procedure was performed on (B)(6) 2026 using a 26 mm sapien 3 ultra resilia valve implanted within the original sapien 3 valve. A transthoracic echocardiogram performed on (B)(6) 2026 demonstrated severe bioprosthetic aortic stenosis with an aortic valve area of 0.58 cm2 and a mean gradient of 45 mmhg, along with mild aortic valve insufficiency, without mention of calcification. However, during the valve-in-valve procedure on (B)(6) 2026, calcific stenosis with leaflet involvement was reported, and the patient was symptomatic with new york heart association class iii symptoms and concomitant lung disease.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest that previously listed factors and possible unlisted comorbidities, along with confirmed conditions such as factor v leiden disease and chronic anticoagulation therapy, may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.